Event description:
It was reported that bd bbl¿ plate tsa 5prct sb 90mm contamination was observed in 3 plates. The following information was provided by the initial reporter: discovered a slight contamination on some of our tsa plates part number 254087. Batch 3010215 issue 2023-04-17. It concerns 3 plates that we have seen so far.

Manufacturer narrative:
Date of event: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: complaint history review: the complaints trends were reviewed for a period covering 12 months. Similar complaints were reported during that period of time on this product. However, a trend could not be detected. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Returned sample analysis: physical samples were not returned for evaluation. Pictures were provided. Based on the evaluation of the shared pictures contamination could be detected. Retain samples were reviewed and no contamination could be identified. Evaluation summary: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. Please note that this product does not have an sal (sterility assurance level) claim. It is filled aseptically; therefore, an occurrence of a contamination event cannot be entirely ruled out. According to our high-quality standard, we only release product batches to the market with an aql (acceptable quality level) = 0,65. Although this contamination level is very low, we cannot completely exclude that a customer may receive a contaminated plate. However, a definite root cause could not be determined.